Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.

Event description:
It was reported that the device had a broken battery compartment and displayed "maintenance" message. The customer returned the product for the message and broken battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was damaged. There was unknown patient involvement, and unknown signs or symptoms experienced.